Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). They reported that steps taken to resolve the issue included that the device was placed on (B)(6) 2025 and removed on (B)(6) 2025 for infection. They placed a new device on (B)(6) 2025. They reported that the issue had been resolved.

Event description:
Additional information was received from the patient. They reported that they had emergency surgery. When agent asked if surgery was related to the manufacturer device pt said they had surgery due to their bladder stimulator. Pt got an infection from it and their body was rejecting it. Pt got abscess around the bladder device and an infection towards their bladder stimulator which lead to 6 surgery's from february to august.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after bladder stimulator surgery involving the urinary stimulation implantable pulse generator (ipg), a staph infection developed. Recurrent infections occurred following implantation procedures, and the implantable neurostimulator required replacement three times due to repeated infections. During the most recent procedure, the implantable neurostimulator was implanted in a new anatomical area to prevent further infection.